Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed; however, the exact cause is unknown. One video of a powerpicc was returned for evaluation. An initial visual observation of the video showed the device implanted into a patient and a clear liquid was observed to be leaking from the extension tubing. No details of the leak site could be discerned from the video and no other damage was noted on the device. There were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause of the leak. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported on november 5, the neurosurgery catheterization team notified us that the catheter had ruptured. Inserted in october, it was discovered during maintenance on november 4 that the extension tube was damaged. The catheter was replaced.